Event description:
It was reported that a female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. As a result, the patient underwent left side replacement surgery with catalog number shpb685; serial number (B)(6), on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2025, the mentor failure analysis lab has received the device for evaluation. Upon receipt of the device, mentor became aware that the suspect device's lot number was 5851710. This device was manufactured in the mentor leiden facility in the netherlands. Corresponding fields have been updated on this form. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as this event was already reported, mentor will send this last follow-up report and no further supplemental reports will be submitted thereafter. Manufacturer¿s reference number: (B)(4).